Event description:
The mom reported greyish substance inside the barrel of the bd 10ml luer lock syringes (becton dickinson item# (B)(4)). She thought it was possibly some plastic shavings and discarded it. She opened up a new syringe and found a clear gel-like substance on the inside barrel of the syringe as well as on the top of the black rubber plunger (inside the syringe). She pulled out the plunger and was able to touch and wipe off the sticky gel-like substance on the black rubber top of the plunger onto ther fingers. We reported the concern to becton dickinson MFR (ref numbers (B)(4)). We checked out pharmacy inventory and found similar issues with our bd 10ml syringes on our stock. Some syringes had dried up substance on the black rubber top of the plunger as well as on the inside barrel walls. When you push the plunger completely in and slowly pull out the plunger, you can hear and see the smudge of gel-like substance as the plunger pulls away from the tip of the inside barrel syringe; and the inside barrel of the syringe is left with smudge marks of the gel-like substance.